Manufacturer narrative:
(B)(4). Evaluation method: device history reviewed. Results: device history review found the product met specification when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a f/u report will be submitted.

Event description:
Medtronic rec'd information that after implant of this transcatheter pulmonary valve, EKG changes showed mildly elevated st segments and negative p-waves. Coronary flow was evaluated by root injection and no difference in flow was observed. It was reported that the EKG changes disappeared after a short time. Subsequently, troponin levels increased and EKG changes and mild chest pain were reported. Catheterization revealed partial left anterior descending (lad) compression caused by the proximal part of the pre-stent. The procedure details reported were as follows: pre-implant balloon testing with a 22mm mullins balloon revealed close proximity of the lad to the implant size. The implanter decided to continue with implant of a cp34 stent on a 20mm balloon-in-balloon system distal to stenosis and lad. Hereafter, lad flow was re-evaluated by left coronary artery (lca) contrast injection and reduced flow was observed. Nitro injection and re-evaluation showed free flow and coronary spasm was revealed as the reason for the reduced flow. The pre-stent positioning was evaluated and the decision was made to implant this transcatheter pulmonary valve against recommendation of the therapy specialist. The valve was placed more distal with only 50% partial overlap to the distal pre-stent. Good function of the valve was observed. Following this, there were no EKG changes or abnormalities. The valve was post-dilated with a 22mm mullins balloon. Eight days post implant, cardiac catheterization revealed a mild lca ostium compression. Cardiac perfusion was mainly provided via the right coronary artery (rca) and the circumflex artery, which originated from the rca. Melody function was normal. It was reported that the transcatheter pulmonary valve and previously placed conduit (unk manufacturer) was explanted 9 days after implant. There were no adverse pt effects reported.